Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was thoroughly inspected and analyzed. Visual inspection noted fluid blood and body fluid contamination in lumen of the open tip lead. The lead passed the wire insertion test. However, foreign material was observed to have been pushed out of the lead during the wire insertion test. Visual inspection of this material indicated it was likely a mixture of blood/body fluid and polymer from the interaction of the lead and guidewire.

Event description:
It was reported that during the implant procedure, the physician was unable to remove the guidewire from the left ventricular (lv) lead without the use of force. The guidewire was eventually able to be removed, but the physician doubted the integrity of the lead. The physician elected to exchange the lv lead to resolve the event and the patient was stable with no adverse consequences.